Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29089534, was reviewed. The pump was manufactured on june 11, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the physician multiple times. On (B)(6) 2025, the physician sent a text message to a representative of intera oncology to let him know the catheter is not "blocked". The physician planned to refill the pump on the same day, then again on (B)(6) 2025. On (B)(6) 2025, intera oncology suggested the patient applied heat to the pump pocket. The physician confirmed the patient did this after the flow study and the next refill (B)(6) 2025) when the pump emptied the correct volume. On (B)(6) 2025, the physician sent a text message to a representative of intera oncology and informed him that the pump is working and was able to withdraw 24 cc's after 5 days. Based on the flow rate calculation, the patient's pump is flowing at 1.2ml/day, which is within the +/- 15% range for flow rate. The pump remains implanted to the patient. Therefore, the root cause of this complaint remains inconclusive.

Event description:
Intera oncology received a report of a pump that stopped working appropriately. The pump was implanted on (B)(6) 2024 and was flowing appropriately for three months. However, the last two refills the residuals after 14 days were 21cc and 28cc. Intera oncology communicated with the physician multiple times. On (B)(6) 2025, the physician sent a text message to a representative of intera oncology to let him know the catheter is not "blocked". The physician planned to refill the pump on the same day, then again on (B)(6) 2025. On (B)(6) 2025, intera oncology suggested the patient applied heating pad to the pump pocket. The physician confirmed the patient did this after the flow study and the next refill (B)(6) 2025) when the pump emptied the correct volume. On (B)(6) 2025, the physician sent a text message to a representative of intera oncology and informed him that the pump is working and was able to withdraw 24 cc's after 5 days. Based on the flow rate calculation, the patient's pump is flowing at 1.2ml/day, which is within the +/- 15% range for flow rate.